Manufacturer narrative:
The sensor was successfully removed (B)(6) 2020. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor and another physician was brought in to the office, who after 10 minutes was able to remove the sensor successfully from the patient arm.